Manufacturer narrative:
The device was received deployed. Cracks were found on the the top and bottom housings. Upon opening the device, damages were observed to have been sustained to the reservoir, drive, and needle mechanism assemblies. The observed damages were determined to have been post use. Multiple unsuccessful attempts were made to download data from the pod. Communication could not be established between the pod and master pdm. Due to the extensive damage to the needle mechanism components, no attempt was made to reset needle mechanism. Post use damage impacted the integrity of the investigation. An accurate investigation could not be conducted to confirm the cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 500 mg/dl while wearing the pod on the arm for between 24 and 36 hours. As treatment, a new pod was applied.